Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient started getting ¿shocking jolts¿ throughout their pelvic region on or around (B)(6) 2020 they stated that there were no precipitating events that would have caused this issue. The shocking jolts were felt on every program and were so strong that they had to turn their stimulation off and leave it off; the only relief was having stimulation off. The patient noted that the therapeutic benefits for them were great when they weren¿t experiencing the shocking jolts, so they wanted them fixed. The patient was scheduled for a revision on (B)(6) 2020. On the day of the revision, in pre-op, the rep checked their impedances and they were within normal limits. A-p and lateral x-rays were also taken which showed the lead to be in the medial aspect of the left s3 foreman with electrodes 2 and 3 straddling the anterior aspect of the sacrum of s3. During the revision, when the battery was disconnected from the lead, the existing lead was tested with a ¿stim test mini hook,¿ and the normal s3 response of bellow and great toe flexion was observed on each electrode. In order to fix the issue for the patient, the decision was made to replace both the lead and the battery, and the issue was noted to be resolved.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va254mb implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.